Event description:
It was reported to philips that the device continues to show the default ECG source as the pads when, in fact, the leads are configured as the default ECG source. There was no reported patient involvement.